Event description:
It was reported: pt had a right hip fracture with a hip replacement in 2002. Now the pt has wound infection and dislocation of right hip prosthesis. Therefore the acetabular implant was removed.